Event description:
A consumer reported that after an intraocular lens (iol) implant procedure, her vision quality was horrible near, intermediate and far, had horrible blinding halos, starburst during the day passing cars with lights on and at work with people's digital computers and keyboards, severe migraines from poor visions. It was also reported that patient quality of life has dramatically changed. Additional information has been requested, received and stated the patient was having issues with intermediate, distance vision not clear, could not see face of child in her lap, or the license plate on cars in front of her, left eye was worse than right eye. She was having horrible halos and glare from lights at night. Next post-op appointment was scheduled on (B)(6) 2023. Additional information has been received and stated the patient saw surgeon on (B)(6) 2023 and was told patient vision was 20/20. Surgeon told patient to use brighter light when trying to read papers at work like flashlight used in office which worked very well for her. Surgeon instructed her to stop steroid drop. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).